Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 520 mg/dl at the time of the incident and was treated with manual injection. The customer¿s blood glucose right after breakfast was over 400 mg/dl. Later, after the manual injection, the blood glucose decreased to 380 mg/dl. The customer changed out set the blood glucose did not come down. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The device will not be returned for analysis.